Event description:
It was reported that during initial training, the ilet issued persistent alert 65 indicating an audio over/under current condition despite multiple restarts. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included a review of device performance and a device replacement process. Investigation of this case revealed a suspected device malfunction related to the audio subsystem. It was concluded that the event was attributable to device malfunction without patient harm.